Manufacturer narrative:
(B)(4) concomitant medical products: 139268, m2a-magnum 52-60 mm tpr ins std, 220840. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00573.

Event description:
It was reported that during a revision procedure the surgeon needed to perform an osteotomy since the head and taper did not disengage from the stem. A 40 minute delay occurred due to this incident. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes. Revision op notes confirm painful metal on metal hip revision. Inability to remove the head from the stem which required a split femoral osteotomy to remove the stem was noted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.